Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 50 blood glucose reading 101mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.